Manufacturer narrative:
The subject device was returned to omsc. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the forceps elevator could not be lowered to the appropriate position. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at the manufacturing site (omsc). Omsc checked the subject device and found that the reported phenomenon was confirmed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that there are variations in assembly (including parts, jig dimensions, etc.). If additional information becomes available, this report will be supplemented.